Manufacturer narrative:
Physio-control evaluated the device and observed the service indicator and fault codes logged into the device error log relating to defibrillation energy transfer. Physio is waiting for permission from customer to replace the main pcb assembly and repair device. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Found during routine testing. The customer called to report the device is displaying a service indicator. There was no pt associated with the reported event.